Event description:
Info received indicates the brake caster will hold, but with a little added force, the casters would swivel slightly.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.